Event description:
It was reported, the patient was unable to charge appropriately and as a result their pocket was revised. It was reported an interrogation was performed and 4 coupling bars were typical. It was reported, the patient complained of lengthy charge sessions. Additional information received reported the problem was that the patient could not maintain the position of their charging unit due to the implantable neurostimulator (ins) position and that there was no device malfunction. It was noted their pocket had been revised and ¿all went well¿. Additional information received reported the problem began after shortly after their implant date, possibly (B)(6) but the exact date was unknown. It was reported again that there was no indication of a malfunction but that it was a pocket placement issue that resulted in problems with charging. It was noted, the implant was providing good therapy. Additional information received reported, the patient is now able to charge and is receiving therapy. Additional information received reported the manufacturer representative was aware of the recharging issue ¿a couple weeks¿ after the implant occurred but was not aware of the revision until ¿one to two weeks¿ prior to revision.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).